Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed that the batteries were not recognize in the system. The fse ordered parts to repair the unit. The fse visited the site again and replaced the power management pcb, however the issue was not resolved; the fse replaced the faulty batteries. The fse ordered additional parts and replaced the power slot pcb but found that due to water condensation the power slot pcb and power supply and monitor pcb were also damaged. The fse replaced the power supply and batteries. The fse tested the device and performed the calibrations, the unit passed all functional and safety test per factory specifications. Iabp was kept under observation and was not released to the customer for clinical use. The fse reported that the unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period un 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a

Event description:
It was reported that during routine check, the batteries in the cardiosave intra-aortic balloon pump (iabp) were wet to touch and the alarm went on while the unit displayed no battery. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and it was reported that was able to confirm the reported issue. The fse replaced the faulty batteries and the power supply pcb. Unit passed all functional and safety test per factory specifications. Iabp was kept under observation and was not released to the customer for clinical use. A supplemental report will be submitted if additional information is provided.

Manufacturer narrative:
No service order report available yet. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that the batteries in the cardiosave intra-aortic balloon pump (iabp) were wet to touch and the alarm went on while the unit displayed no battery. There was no patient involvement, and no adverse event reported.